Event description:
During a post-implant check-up, a decreased in sensing was observed on the right ventricular (rv) lead which was implanted at middle cardiac vein. It was suspected that a slight movement of the lead occurred due to implant position. The alleged micro dislodgement was not confirmed. The device was reprogrammed, however the decreased sensing was not resolved. The patient was stable and will continue to be monitored.